Manufacturer narrative:
A replacement power supply was sent to the customer. Multiple contact attempts were made to follow up with the customer to get additional complaint information and to get the product back; however, all were unsuccessful. As of the date of this report, the power supply has not been received. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(6) 2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that the power supply for her pump caught on fire while she was at work. Before the fire, she smelled a burning odor and heard a loud pop. Her employer checked the wall outlet and told the customer that it was her pump's power supply that caused the issue. No damage was done to the area or place. The pump works with the battery pack. No injuries were reported.